Event description:
It was reported that the right ventricular (rv) lead dislodged shortly post-implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant products: 4296, implantable pacing lead, (B)(6) 2014; 5076, implantable pacing lead, (B)(6) 2013. (B)(4).